Manufacturer narrative:
Concomitant medical products: 4574 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low r-waves undersensing and decreasing thresholds. Diagnostic troubleshooting was performed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low r-waves, decreasing r-wave, and decreasing thresholds. Diagnostice troubleshooting was performed and the ra lead remains in use. No patient complications have been reported as a result of this event.